Event description:
The results of the investigation found a swollen downstream occlusion (dso) seal and a defective dso sensor. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a swollen downstream occlusion (dso) seal as well as a defective dso sensor. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/swollen dso seal. The dso seal and sensor were replaced to fix the issue.